Manufacturer narrative:
(B)(4). The complaint breathing circuits are not expected to be returned for evaluation as the hospital has reported that they have been discarded. Our analysis is accordingly based on the event description and our knowledge of the product. Without the return of the breathing circuit, we are unable to determine the root cause of what was observed by the customer. If the complaint breathing circuits had been returned, they would have been pressure tested and submerged in a water bath to test for leaks. A lot check revealed no other complaints for this lot number. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. All breathing circuits which fail the pressure test are rejected. Our user instructions state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that there was leakage around the y-piece of two rt235 infant dual-heated evaqua breathing circuits after 3 days of use. The hospital has further reported that complaint devices have been discarded. No patient consequence was reported.